Manufacturer narrative:
The reported event of a temperature issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a simplicity procedure, the procedure was canceled. The probe did not heat to temperature, and monopolar mode was also attempted without success. Switching the cables and using two different generators did not resolve the issue. A minimal amount of local anesthesia was used and one to two minutes of time was allowed after administering the local anesthesia. The procedure was canceled, and the patient experienced no adverse consequences. The probe used was discarded.